Event description:
The customer reported that following a diagnostic catheterization procedure in 1999 a vasoseal vhd kit size 7 was deployed. The patient returned to the hospital on october 22, 1999 with the sheath protruding from the puncture site and an infection present. The sheath was removed in the emergency room by the physician and the patient was given oral antibiotics prophylactically. No further complications were reported.